Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. Device information was provided. It was reported that the reason for the oor was a result of many changes to the programmed parameters made too quickly on the device. The slightly elevated impedance did not resolve, however the high impedance did not effect the patient outcome as they are not programmed using the contacts involved. The patient and their family were educated on proper use of the device.

Manufacturer narrative:
Other applicable components are: product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer via a manufacturing representative regarding a patient with deep brain stimulation (dbs). It was reported that there was an oor (out of regulation) message displayed on both the clinician programmer and the patient programmer. The patient was ¿locked out¿ of their therapy. The oor was first seen (B)(6) 2018 when the patient attempted to increase stimulation. The patient was able to bypass the oor. The patient noted that they were not checking the implantable neurostimulator (ins) with the patient programmer multiple times in quick succession. The second time the oor appeared was (B)(6) 2018; the patient was unable to bypass the oor this time. At this time, the hcp checked the ins with the clinician programmer and also observed the oor. Impedances were checked with the clinician programmer and noted to be higher than previously documented, with some impedances being out of range. On the left side, the following impedances were reported: c-0 3059; c-2 2651; 0-2 5493. On the right side, the following impedances were reported: c-8 2612; c-11 7523; 8-11 5913; 9-11 4446; 10-11 8705. Battery voltage was noted to be 2.77v. There were no low impedances reported. It was stated that the patient¿s therapy was fine. There were no symptoms reported. No patient consequences were anticipated.